Event description:
It was reported to tyco healthcare / kendall on 5/09/07, that a customer had a problem with a foley catheter. The customer stated, during the prior-to-use check, non-deflation of the balloon occurred.

Manufacturer narrative:
The sample was received by tyco healthcare qa in a foreign country. 7ml of water remains in the balloon per reporter.